Event description:
It was reported that the device was producing an incomplete mesh on previously recovered cadaver skin. At product evaluation investigation this cutter was unable to pass the test cut criteria. No adverse events were reported as a result of this malfunction. No further event information available at the time of this report.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Investigation is complete. This is an initial final report submission. Review of the most recent repair record determined the unit was unable to pass the test cut criteria; however, the repair was not completed because the cutter could not be repaired. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.